Event description:
It was reported in an international stroke conference poster abstract in stroke that the patient underwent mechanical thrombectomy using the subject retrieval device to treat an acute cerebral artery occlusion. There was an excellent technical success rate (100%) in revascularization of the target territory with a thrombolysis in cerebral ischemia score of 2b -3. The patient had an anterior cerebral artery embolus after treatment that was successfully revascularized . The patient underwent the procedure between (B)(6) 2012 and (B)(6) 2013. The exact date of the procedure is unknown.

Manufacturer narrative:
Complaint source ¿ literature: michael j alexander et al. Stroke. 2013; 44: awp29 the device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Embolus is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacturer.